Manufacturer narrative:
(B)(4). Please note that this complaint is voided due to "the circumstances described in the complaint details do not constitute a valid failure mode." Please make a note for your records.

Event description:
During the treatment of a patient in cardiac arrest the ez-io device driver was assembled with an io needle and placed against the patient's limb to gain io access. On depression the trigger the device failed to turn the needle against the bone. The device was observed to display a flashing red light. There was no patient injury only a delay in administering io/IV drugs. It was reported that the event did not have an impact of the patient outcome. There was no rosc after 20 minutes of advanced life support.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the treatment of a patient in cardiac arrest, the ez-io device driver was assembled with an io needle and placed against the patient's limb to gain io access. On depression the trigger the device failed to turn the needle against the bone. The device was observed to display a flashing red light. There was no patient injury only a delay in administering io/IV drugs. It was reported that the event did not have an impact of the patient outcome. There was no rosc after 20 minutes of advanced life support.